Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was report by the surgeon that on the event date, one of his patients came to the hospital because of pain. X-rays showed that the patient's gamma nail was broken. The long gamma3 titanium was implanted in 2008. The following mohth, the nail was removed and replaced by a same size nail gamma3. During the removal, the instrument was inserted in the lag screw. Surgeon further reported that it turned out that it was very difficult to remove the instrument from the lag screw.